Event description:
The synsiro pro drug-eluting stent system was selected for treatment of a moderately calcified lesion (80-90 percent stenosis degree) in a moderately tortuous part of the proximal lcx. The stent was delivered to the target vessel and placed inside the lesion. After several attempts, the balloon failed to be inflated and as a result the stent failed to expand. The catheter was removed.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes please note that the initial report was submitted by biotronik, inc. (Cfn/fei 1028232). The final report was submitted by biotronik ag (cfn 8043892, fei 3002808050). The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is still well folded. Contrast medium was observed inside of the inflation lumen and the balloon lumen. The stent is still crimped on the balloon between the x-ray markers and the crimped diameter is still in specification. The distal balloon shoulder shows a damage in the shape of a 3.5 mm longitudinal cut on the distal end of the distal balloon shoulder and a second cut transversally just distal to the distal x-ray marker. The transversal cut reaches through the balloon and through the inner tubing. As the device was helium leak tested with the stent protector and the transportation wire already applied and positioned inside of the storage ring, it can be excluded beyond reasonable doubt that this damage was present at the time of delivery and therefore must have been caused after unpackaging. The presence of the transversal cut excludes the possibility of being caused by the patients' anatomy. Review of the production documentation verified that the device detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. The device was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention.

Event description:
The synsiro pro drug-eluting stent system was selected for treatment of a moderately calcified lesion (80-90 percent stenosis degree) in a moderately tortuous part of the proximal lcx. The stent was delivered to the target vessel and placed inside the lesion. After several attempts, the balloon failed to be inflated and as a result the stent failed to expand. The catheter was removed.